Manufacturer narrative:
Follow-up #1: date of submission 02/21/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2017 with the following findings: the black box and cgm history show ¿213d¿ cgm glucose above user limit warnings. Review of user setting show cgm high limit alert was enabled and set to 240mg/dl with 0min snooze time. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2 hours. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No eaw occurred during the investigation, test ¿cs213¿ warning was simulated with 120mg/dl as threshold. The pump gave the appropriate ¿cs213¿ warning audible and visible alert. Unable to duplicate ¿absence of cs213¿ warning complaint.the product performs within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the user was not getting a high alert for high blood sugars with the continuous glucose monitoring system. Customer technical support reviewed all the sounds settings during the call with the user and the issue was not resolved. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user not reacting to continuous glucose monitoring data which may lead to blood glucose excursions.